Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14986. It was reported that a patient presented in clinic for follow-up. Upon review it was noted that the right ventricular lead exhibited noise which was reproducible. Patient inhibiting as the patient is dependent. The patient was sent to the operating room and it was discovered that there was blood in the rv header and pin. After the header was cleaned and the lead was reinserted, no further noise was noted. The patient tolerated the procedure well and was in stable condition.